Event description:
It was reported that an asymptomatic patient presented to the clinic with a device that was post-paced t-wave oversensing. The oversensing was noted on a stored egm for a nonsustained lead noise episode. The device was reprogrammed.

Event description:
New information received notes that further programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received indicated that at subsequent follow-up, the device was still post-paced t-wave oversensing after it was previously reprogrammed. Additional reprogramming was made.